Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by (B)(6), nurse of the hospital, that the pin extractor doesn't work anymore. Pins can't be grasped anymore. Replacement was available.

Manufacturer narrative:
Corrected data: an event regarding a non functional device involving a triathlon headless pin extractor was reported. The event was not confirmed. Method & results: device evaluation and results: the triathlon headless pin extractor was returned in good condition showing signs of normal wear and tear after being in the field for over seven years. There were no signs of abuse. The device was functionally tested using a triathlon headless pin. The extractor performed satisfactorily. There was no indication as to why the device was reported as non functional when the pin was extracted. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the exact cause of the event could not be determined as the reported failure could not be duplicated/confirmed with the returned device. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It is reported by (B)(6) of the hospital, that the pin extractor doesn't work anymore. Pins can't be grasped anymore. Replacement was available.